Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that several errors had occurred, according to the device log, so the printed circuit board was replaced. The display wire insulation was also noted to be pinched, but not compromised, the keypad scratched, hanger assembly broken, and three case screws contaminated. (B)(4).

Event description:
The epg (external pulse generator) was returned to the manufacturer for a field corrective action upgrade. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that all tests passed. Conclusion: the errors in the log were recoverable, however there was not enough detail in the log to be able to determine the cause.